Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an blood glucose (bg) level of (54 mg/dl). The customer consumed cereal and milk to stabilize bg level. The customer stated low bg was due to not eating anything. In addition, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was not impacted due to wake button. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The failure investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. No failure identified.